Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is having catheter restriction alarms, poor augmentation, and bad inflation timing. Customer stated the catheter was not inserted through the femoral artery, was inserted ancillary. Customer was informed this was off label use and the catheter is only recommended to be inserted through the femoral. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - (type of investigation,investigation findings,investigation conclusions). An issue regarding the "balloon catheter" which is being inserted in the left axillary. Actually the customer had placed a call but the fse did not answer or was on pto so the call had came to me. The customer is having catheter restriction alarms, poor augmentation and bad inflation timing. The customer had admitted that the catheter was not inserted through the femoral artery, but it was being inserted through the ancillary. The fse had informed her that this was off due to the label usage and the catheter was only recommended to be inserted through the femoral. Even no patient harm was being reported and customer was calling her clinical staff in order to determine the next step. So, no service call was requested. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.